Event description:
It was reported that during a pneumonectomy procedure, the bronchial stump gave way and the patient expired. Patient did not expire during the case, but it is unknown length of time after the procedure. It is unknown what device was used. No additional information is available at this time.